Event description:
The customer reported that the plastic tubing on the tip came off. No pt injury was reported. The customer has indicated the incident sample is not available for eval, however, photographs of the device were provided. A review of the photographs indicate the issue occurred prior to use and the distributor believes the issue occurred prior to use.

Manufacturer narrative:
(B)(4). The customer has indicated the incident device is not available for eval. Add'l question in regard to the incident have been asked. If the sample is received, or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.